Manufacturer narrative:
The product has been returned for evaluation. The analysis indicated that the customer complaint of overheating could not be verified. A pre-temperature test was performed and after 1 minute gear temperature was 80.4, motor 80.1 and bearing 79.8. The item was examined and there was no fault found. The item was cleaned, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned for analysis. Evaluation of the device is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated intra-operatively. There was no user/patient impact or injury.